Event description:
It was reported that during patient use, the ventilator suddenly generated the "external power source shut down" alarm. A nurse found the tidal volume value was abnormal, and a clattering noise generating from the device. The patient's chest was not moving. It was verified that the residual amount of the power pack was enough, the adapter had been firmly connected to the power pack, and no failure of the ac cable was found. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). One pump assembly was received for investigation. Visual inspection of the pump showed that the bearing cover and linear bearing mount on one side had been removed; the linear bearing was rough to move, and many of the bearings were missing. The bearing cover on the other side of the pump was still in place. Black particulate was observed inside the cover, and on the linear bearings. The reported customer complaint of a pump noise was verified.

Manufacturer narrative:
(B)(4). The information regarding the evaluation and repair of this ventilator is not available.

Manufacturer narrative:
(B)(4). The initial MDR report had the field death mistakenly checked. The correct choice to reflect the reported event accurately is serious injury, as it is marked on this follow-up report.